Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2012, inratio2 3.6, lab 8.0. In a doctors surgery they claim that the inratio gave a value of 3.6 but when checked by the lab on a venous blood taken at the same time they achieved a result of 8.0. No therapeutic range or pt info available.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2012, inratio meter = 3.6 inr, reference = 8.0 inr, mean = 5.80. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. No confidence interval could be established. The calculated mean is >5.0 and the difference is greater than 2.2 and only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. As of (B)(4) 2012, no product return nor strip lot info provided. No further investigation will be pursued at this time. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Since no strip lot info was available and no product was expected to be returned, further investigation for product performance is not possible at this time. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.